Event description:
It was originally reported that the patient experienced no stimulation sensation. He turned the stimulation off before going to the store and turned it back on when he returned. He did not feel stimulation. The patient programmer showed the stimulation icon on. He switched to a different program, turned it off and then on again, still no stimulation sensation. It was found that he changed the pulse width and rate. The device was returned to clinician settings and he felt stimulation again but not quite the same. The healthcare provider indicated that he did not know how to use his device. It was later reported that the extension was replaced and the device was reprogrammed. He obtained better coverage of the painful area and had good stimulation.

Manufacturer narrative:
Lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted:; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4); extension model 3708160 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; adaptor model 355531 lot# n292889 implanted: (B)(6) 2011 explanted:; adaptor model 3550-39 lot# n282772 implanted: (B)(6) 2011 explanted:; adaptor model 3550-29 lot# n249725 implanted: (B)(6) 2011 explanted:. (B)(4).